Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add¿l info received. Based on the info provided, it does not appear a device failure occurred. Approximately five months post implant, the pt continued to experience pain and underwent a diagnostic laparoscopy. Both kugel patches were noted to be in appropriate locations; however, omental adhesions were noted on the right side mesh. Although the pt underwent lysis of adhesions, it should be noted that, adhesions are a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, the meshes remain implanted. Although it does not appear a device failure occurred and a failure is not identified in the medical records, without add¿l info, no conclusion can be drawn. There is no adverse event associated with the kugel patch implanted on the left side.

Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2004 - pt underwent repair of bilateral inguinal hernia¿s with two kugel patches. One kugel patch was placed on the right side while the other was used on the left. On (B)(6) 2004 ¿ pt underwent diagnostic laparoscopy for recurrent inguinal pain. The kugel patches were visualized and noted to be in the appropriate locations. Small omental adhesions were noted on the center of the mesh placed on the right side.